Event description:
It was reported that there was a loss of therapeutic effect. It was noted that on the night prior to the date of this report the patient¿s hand had started to tremble. The patient had checked the device using the patient programmer and it said the left implantable neurostimulator (ins) was off. It was noted that the patient turned it back on and then it went back off. It was further noted that the device was implanted in 2008 and the ins may be starting to deplete. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, product type implantable neurostimulator; product ID 3387s-40, lot # v154151, implanted: (B)(6) 2008, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v154151, implanted: (B)(6) 2008, product type lead; product ID 7433, serial # (B)(4), implanted: (B)(6) 1993, product type programmer, patient. (B)(4).